Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hematoma and infection over the site of their implantable pulse generator (ipg) two weeks after the ipg was implanted. It was further reported that the patient experienced a fall. The ipg remains in use. No further patient complications have been reported as a result of this event.